Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen intermittently goes black while interacting with pump. Customer stated that blood glucose (bg) levels have been impacted due to the reported issue. At the time of the call with tandem technical support, customer's bg level was 350 mg/dl. Customer delivered a manual injection to bring bg levels back to target range. Customer indicated they have back up manual injections for continued insulin therapy.